Event description:
Physician decided not to place the coil and withdrew it from the patient's body for later use. The coil was completely removed from the patient and resheathed. Later, when the physician tried to redeploy the coil, the coil was stuck in the protective sheath and could not be removed by pushing or pulling. Device was discarded, and another coil was used.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.